Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had two consecutive no delivery alarms. The customer stated the alarm required them to use three infusion sets in one day. The customer's blood glucose was 489 mg/dl. Customer has not treated their blood glucose with insulin. The customer also reported their blood glucose rose to 600 mg/dl. The customer experienced headaches, dehydration and dizziness from their high. It was also found the customer went to hospital for high blood glucose in another occasion. The detail of the hospitalization was not provided. The insulin pump will not be returned for analysis.